Manufacturer narrative:
The device was not returned for evaluation given that the effusion developed due to a vessel being nicked during access. Device discarded by hospital.

Event description:
The physician elected to ligate the laa. An effusion was noted on tee post-laa ligation and prior to waking the patient. Patient was sent to the or and a sternotomy was performed and the surgeon noted that the effusion did not develop from bleeding from the heart but rather from a vessel that was nicked when getting access. The surgeon successfully closed the vessel, the bleeding stopped and the patient was reported as doing well. The surgeon noted that the laa ligation was successful.